Event description:
It was reported that the patient was experiencing symptoms and there was a volume discrepancy. The pump was refilled the day prior and at that time there was an expected residual volume of 2ml and actual residual volume aspirated was over 10ml. The patient returned to the health care provider (hcp) the day of report with severe spasticity changes, withdrawal clonus and pruritus. The hcp checked the reservoir on the day of report and the pump was full from the previous day¿s refill,so it was confirmed there was not a miss fill. It was noted the hcp had programmed a dose decrease at refill to 1138 mcg/day, so the hcp programmed the patient back to 1200 mcg/day on day of report. The hcp was stated ¿I don¿t know why he suddenly went into withdrawal¿. There were no issues noted in the pump logs. The hcp planned to do further troubleshooting. The pump device was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).